Event description:
It was reported that the patient underwent revision of his left hip due to left hip pain, discomfort, and elevated chromium levels.

Manufacturer narrative:
It was reported that the patient underwent revision of his left hip due to left hip pain, discomfort, elevated chromium levels. Hemi head was removed however bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The reported elevated chromium level and intraoperative findings along with the clinical symptoms may be consistent with an adverse reaction to metal debris; however, the source cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported symptoms and left hip revision cannot be determined. No further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
[(B)(4)].